Event description:
It was reported by the rep that the (1) cdh29 was used during a low anterior resection procedure. It was reported that the surgeon fired the instrument to perform an end-to-end anastomosis procedure. It was reported that the instrument fired correctly and the tissue was cut. After opening the stapler it was realized that there were no staples inside. The rep was called into the operating room and noticed no staples inside the instrument and none in the cut tissue. A colostomy was then performed and the patient had an extended or time and an extended hospital stay of 6 days.